Manufacturer narrative:
Additional information: a3a, g3, h2.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During an atrial fibrillation procedure, a fracture was noted at the tip of the catheter. The catheter was straightened when placed into the non-abbott (10f flexor check-flo) sheath and advanced smoothly into the sheath until reaching the point where the left femoral vein joined the right femoral vein at the base of the inferior vena cava. It was then noted that the sheath was bent at an acute angle due to patient anatomy and the catheter encountered resistance until the tip of the catheter broke. This resulted in the loss of imaging and tactile response. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.